Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia along with ems visit. The customer reported blood glucose value of 30 mg/dl. The event involved product(s) mmt-1880, mmt-332a, mmt-242a. Troubleshooting was partially performed the customer reported hypoglycemia, was treated with glucose/carb intake. It was unknown if the customer was using the insulin pump within 48 hours and if the auto-mode/smartguard feature was active at the time of low blood glucose event. No further patient complications were reported. No product return is required for mmt-1880. No product return is required for mmt-332a. No product return is required for mmt-242a.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Customer reported that she had eaten a piece of cake/pie before going out to exercise. However, she had a bolus for the cake/pie and, per customer, did too much exercise and then went to bed three hours later. She had a low and bottomed out. The paramedic came to her home for her low of 30mg/dl and gave her intravenous therapy, including insulin drip. She also ate something before going back to bed. Pump was used within 48 hours of the low. It was unknown if auto mode was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.